Event description:
Drug/diluent: 5fu. Fill volume: unknown. Flow rate: unknown. Procedure: chemotherapy. Cathplace: unknown. (B)(4). B. Braun in (B)(6) reported a fast flow and that the infusion finished 6 hours earlier. No adverse event. Quantity of two (2) pumps reported to be returned.

Manufacturer narrative:
Method: three (3) empty and used samples were received for inspection and evaluation. All three (3) samples were of the same model and lot number. Results: the devices are currently being tested and evaluated at this time. Conclusions: a follow-up report will be filed when the investigation has been completed. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.